Event description:
During preventative maintenance initial inspection of a flo-gard infusion pump, the technician found that it does not turn on; this condition had the potential to interrupt delivery. The process step was not identified; there was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The reported condition of a flo-gard infusion pump that does not turn on was confirmed during service. The cause of the reported condition was determined to be a leaking main battery. The main battery was replaced to fix the reported condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device has been serviced three times prior to this event. The device has been previously sent into service for the reported condition of ''pm, does not turn on.''